Event description:
A (B)(6), woman underwent robotic assisted laparoscopic hysterectomy for endometrial cancer. Robot was being docked when camera clutch malfunctioned - the camera arm holder broke and the clutch stuck. "Intuitive surgical" representative was called and ecm was replaced. Broken assy, ecm, extended, part 380189-02, serial number (B)(4) was replaced with assy, ecm, extended part 380189-02, serial number (B)(4).